Event description:
It was reported by the rep the device was used during a laparoscopic sigmoid colectomy. It was reported on march 29, 1999 at 0730 am, surgeon was performing a laparoscopic sigmoid colectomy. The nurse fired the cdh33 once she had the gap setting in the green scale. The firing appeared normal. Rep met surgeon at hospital in passing on 04/12/1999 and surgeon mentioned that he had to use another circular stapler (ussc eea) to restaple the anastomosis. Apparently the original anastomosis had started to leak. Surgeon felt the stapler was the cause of the leak. The pt is doing well at this time.